Event description:
During open heart surgery (ohs), a slush machine was used to make ice to put around the heart during the procedure. This case is an aortic valve replacement and part of the standard procedure is to use ice. During the process of making the slush, the ort felt a chunk of solid ice under the drape, he checked the drape and in the process of lifting the drape, water started to drain out to the outer unsterile part of the slush bowl. Slush machine drape found to have a perforation/cut therefore rendering the whole unit unsterile.surgeon informed of the perforation/contamination, replaced the whole unit and drape saved for report.